Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: it is very important to set the current time and date accurately to ensure safe insulin delivery. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 381 mg/dl. Food was consumed and a correction bolus was delivered to address the bg level. The customer did not know the cause of the high bg. During troubleshooting with tandem technical support (cts) the pump date was found to be off by one day. The customer reported that due to being legally blind, the incorrect date may have been entered during the initial pump set up. Cts informed the customer on how to correct the date and advised the customer to discuss the high bg event with a healthcare provider. No other device issues were identified. Upon follow up, the customer reported the bg level had dropped to 325 mg/dl and was going down. The customer had changed the infusion set cannula and tubing; no damage was observed.